Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was removed due to a fracture of the implant's neck.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #43 and was used for approximately 4 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63781915). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63781915) for similar event and no other complaint was identified. Jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report d4: device expiration date d4: device UDI number d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: device manufacturer date h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.